Manufacturer narrative:
The reagent lot number is 801917. The expiration date was requested but not provided. The investigation noted the analyzer's voltages, the mixer forming air bubbles in the reagent kit, and crystallization and adjustments in the sipper. This is resolved by the user and local maintenance. The investigation reviewed the qc data, and the results are within the specified ranges. A general reagent problem was not present because the qcs before the event are within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay.

Event description:
The initial reporter received a questionable elecsys ft3 iii result from a patient sample tested on the cobas e 411 analyzer (rack system). The initial result was >50.00 pmol/l with a data flag. The repeat result was 2.20 pmol/l with a data flag. The initial result was not reported outside of the laboratory. The repeat result was deemed correct.